Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified reading on her adc freestyle libre sensor that was higher than she felt. Customer experienced feeling thirsty and reportedly was unable to self-treat so she was provided juice by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving an unspecified reading on her adc freestyle libre sensor that was higher than she felt. Customer experienced feeling thirsty and reportedly was unable to self-treat so she was provided juice by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.